Event description:
The customer reported that at 14:00 during an infusion of remodulin 10mcg/ml in 30ml of diluent, at a rate of 0.96ml/hr for less than 24 hours, leaking was noticed at the extension set and filter. The tubing was changed and it leaked again at 16:00. Both leaks were at the engagement of the tubing and the filter. The patient was previously intubated with continuous monitoring and continued to have desaturations.

Event description:
The customer reported that at 14:00 during an infusion of remodulin 10mcg/ml in 30ml of diluent, at a rate of 0.96ml/hr for less than 24 hours, leaking was noticed at the extension set and filter. The tubing was changed and it leaked again at 16:00. Both leaks were at the engagement of the tubing and the filter. The patient was previously intubated with continuous monitoring and continued to have desaturations.

Manufacturer narrative:
Additional information provided. The customer¿s report of leaking was confirmed. Visual inspection of the set including use of magnification did not reveal any damage or abnormalities. Functional testing confirmed leaking at the connection between the suspect set¿s proximal female luer and the concomitant extension set's distal male luer. It was observed that the connection between the sets was not fully tightened. Dimensional analysis results were within specification. The root cause of the leaking was the connection between the suspect and concomitant set not being fully tightened.

Event description:
The customer reported that at 14:00 during an infusion of remodulin 10mcg/ml in 30ml of diluent, at a rate of 0.96ml/hr for less than 24 hours, leaking was noticed at the extension set and filter. The tubing was changed and it leaked again at 16:00. Both leaks were at the engagement of the tubing and the filter. The patient was previously intubated with continuous monitoring and continued to have desaturations.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that during an infusion of remodulin (hanging for less than 24 hours), leaking was noticed at the extension set and filter. The tubing was changed and it leaked again. There was no report of patient harm.